Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to mechanical failure. There was no patient injury. There were no sutures, vitrectomy and no incision enlarged. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/21/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. Conclusion: the complaint issue "unspecified/other w/ patient involvement" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.